Event description:
It was reported that during elective device replacement procedure, externalized conductors were observed on the rv lead. There were no electrical anomalies. Dft test was performed successfully. The lead remains implanted and active. The patient tolerated the procedure well and patient will be followed normally.